Manufacturer narrative:
Additional surgical procedures are not specifically labeled in the IFU. Endoleaks are labeled in the IFU. No product or images were returned to assist in the investigation. The zenith device was completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, follow-up guidelines. Initial repair was performed in (B)(6) 2004. A type 1a endoleak developed over time and was treated by implanting a zenith tx2 graft to resolve, which was successful. The tx2 was intentionally deployed to cover the renal arteries. The complaint correspondence indicated that the pt tolerated intervention and was recovering. Without additional information or possible contributing factors it is difficult to determine the cause of the endoleak. Pt anatomy or anatomical remodeling are possible contributing factors. The event will be trended as serious harm as critical vessels were covered during intervention. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera) and the risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.

Event description:
A (B)(6) male pt underwent original abdominal aortic aneurysm repair on (B)(6) 2004. The pt received a zenith aaa endovascular graft bifurcated main body and two zenith aaa endovascular graft iliac leg. The procedure was completed successfully without reported event. The pt underwent the typical physician prescribed follow-ups and overtime, a type I endoleak developed. On (B)(6) /2010, the pt presented with high creatine levels indicating possible renal failure. The physician decided to land a zenith tx2 taa endovascular graft proximal extension covering the renals and saving the superior mesenteric artery successfully sealing the proximal leak. Pt is recovering.